Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is off-label usage of the device. The date of event is an approximation. According to an investigative report published online by hunterbrook media, a parent alleged that the dexcom g7 device misread their daughter¿s glucose levels by several hundred points on or around (B)(6) 2025. This discrepancy reportedly led to a life-threatening complication, resulting in the child being taken to the emergency room. The report noted that the patient was hyperglycemic with blood glucose readings in the 400s "for days" and had ketones present. The device was described as having a low bias inaccuracy, which directly impacted clinical treatment decisions. No additional details were provided, and the article did not disclose the patient¿s identity or include contact information for the parent. No follow-up information was available at the time of publication. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.